Event description:
Reporter stated that the pt obtained a blood glucose result of 127 mg/dl, while using the suspect device. In spite of obtaining a normal result, pt was exhibiting hypoglycemic symptoms ("sweary and clammy"). Based on pt's symptoms, reporter phoned emergency med svs. Upon paramedics' arrival 15 mins later, pt's blood glucose measured 37 mg/dl, on emt's blood glucose m monitor. Pt was reportedly treated, paramedics, with orange juice and intravenous fluids (contents not provided) by hosp staff. Pt's current condition: "ok". At the time of the event, pt was storing test strips outside of their original vial. Qc testing has not been performed on the suspect device. Technical support requested the return of the suepect product and replacement product was shipped.